Manufacturer narrative:
Additional information was received that the unit continued to ventilate and alarms remain functional. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The sensor interface board (sib) was replaced to resolve the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.